Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a cannula that was reportedly out of round and was scratching insulation from the instruments. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the returned cannula was out of round. The 0.226 diameter gage pin would fit through the distal end opening; however, the cannula's tube was found bent. Rotation of the cannula while laying on its side showed a slight bend near the midpoint of the tube. Visual inspection of cannula showed no damage at the distal end opening. Engineering concluded that the damage may be due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.